Event description:
The affiliate reported the customer alleged discrepant cancer antigen (ca) 19-9 results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within lower clinical ranges. The elevated result was not released out of the laboratory. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on 12/29/2009. The fse performed dark counts check, system check, high sensitivity (hs) foam/hs no foam test, carryover test, and quality control (qc). All system test results were within specifications. The fse reported no system issues. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.